Manufacturer narrative:
The acist angiographic injection system, model cvi, used during the event, was received at acist europe (B)(4) for evaluation on may 2, 2019. The injection system was functionally tested and the log files downloaded from the injection system were evaluated. There was no evidence of device malfunction based on this testing and evaluation. The acist consumable kits used during the event were discarded by the hospital, therefore, acist is unable to evaluate the consumable kits. The lot numbers of the consumable kits are unknown. Additional information has been requested from the user facility as part of the investigation. Upon receipt of new information, a follow-up medwatch will be submitted to FDA. Note: event was reported to acist on april 19, 2019, with no report of patient injury. Details and confirmation of patient injury were received on april 23, 2019.

Event description:
During a coronary angiography using the acist angiographic injection system, model cvi, upon injection into the right coronary artery (rca), contrast media greater than the amount programmed on the acist injection system was injected into the patient. The patient experienced cardiac arrest. The physician administered cardiopulmonary resuscitation (CPR) and the nurse administered an injection of atropine to the patient. The patient was hospitalized for 24 hours and recovered.

Manufacturer narrative:
Additional information regarding the event was requested from the user facility, including the amount of contrast remaining in the a2000 syringe kit that may have been injected into the patient, but this information was not available. Based on the testing and evaluation of the cvi injection system, there was no evidence of device malfunction and acist was unable to reproduce the reported event. This report is considered closed.